Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that asymptomatic patient presented with a remote transmission. The device was exhibiting post-sensed t-wave oversensing. Further review of stored egm noted low r-waves followed by an oversensed t-wave. Programming changes were recommended. Due to patient's advanced age, the lead will be monitored at the present time and replaced in the near future.